Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was so louder and had grinding noise. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that they were getting several false readings from the insulin pump. The customer reported that the insulin pump showed blood glucose of 180 mg/dl when she was not. The insulin pump will not be returned for analysis.